Event description:
The reporter (pt's mother) contacted lifescan (lfs) customer service in 2009, alleging that her son's onetouch ultramini meter was reading inaccurately high compared to his feelings. The medical surveillance specialist (mss) spoke with the reporter the following month, obtain/verify the following information: one month prior, the pt thought he might have been hypoglycemic because he was feeling weak and was having difficulty standing up. As a result of his symptoms, the pt tested his blood glucose levels with the subject meter and got "116 mg/dl." Since the result did not indicate that his blood glucose level was low, the pt did not administer any form of treatment for low blood glucose levels. Within the next hour, the pt's symptoms reportedly worsened. The reporter claimed he became more "distressed" so she decided to take him to the emergency room (ER). When he arrived at the ER approximately 1 hour after the "116 mg/dl" was obtained, his blood glucose measured "59 mg/dl" on the ER meter. The pt was immediately given 2 cups of orange juice and was not released until approximately 6 hours later. The reporter was unable to figure out why her son's blood glucose levels dropped that day since he continued his usual diabetes routine prior to the onset of his symptoms. This complaint is being reported because the pt reportedly received medical intervention (orange juice) at the ER after the pt obtained the alleged inaccurate high reading. The pt thought that his blood glucose levels were not low based on the alleged inaccurate high meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.